Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding recognition and a broken steel cable was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted mediastinal mass resection surgical procedure, a small grasping retractor instrument was not being recognized and a steel cable was found broken. The procedure was completed with no reported injury and with a delay of less than 15 minutes.